Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, a chipped meniscus, and cracks on the side of the video connector. A root cause could not be identified. However, based on the investigation, the malfunction was likely due to a component failure, which appears to be an expected or random failure, with no design or manufacturing issues involved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the subject device exhibited distal fiber breakage, a chipped meniscus, and cracks on the side of the video connector. There was no patient involvement.